Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump inappropriately suspended due to a sensor glucose of 58 mg/dl and a blood glucose of 138 mg/dl. The suspend activated another time when the customer had a sensor glucose of 54 mg/dl and a blood glucose of 102 mg/dl. Troubleshooting did not occur as the call was dropped. The sensor was not returned or replaced.